Event description:
The procedure was coil embolization of internal carotid-posterior communicating artery aneurysm that was mildly tortuous and not calcified. The event happened during the procedure. It was noted that the physician could not detach the deltapaq (cdf100308-30/g14585, complaint product) although pressing the detachment button about 10 times. He decided to retrieve the coil. However shortly after, the coil unintentionally detached with the proximal section of the coil was in the unspecified excelsior sl10 and rest of the coil was in the aneurysm. The detachment was not attempted at that time; the entire coil was safely pushed with device positioning unit (dpu) into the target aneurysm. Afterwards, another micrus coil (detail unknown) was placed using the same cable and the procedure was successfully completed without any further issues. There was no patient injury/complications were reported. Prior to the complaint product, several competitors' coils (detail unknown) were placed in the aneurysm. It is unknown if how many coils were successfully placed after complaint product. It is also unknown if the microcatheter (excelsior sl10, unspecified) was replaced or not. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The procedure was coil embolization of internal carotid (ic) - posterior communicating (pcom) artery aneurysm that was mildly tortuous and not calcified. The 3 mm x 8 cm deltapaq cerecyte microcoil ((B)(4)) could not be detached although the detachment button was pressed about 10 times. The decision was made to retrieve the coil; however the coil then unintentionally detached with the proximal end in the excelsior sl10 and the rest of the coil in the aneurysm. Detachment had not been attempted at that time. The entire coil was safely pushed with the device positioning unit (dpu) into the target aneurysm. Afterwards, another micrus coil (detail unknown) was placed using the same cable and the procedure was successfully completed without any further issues. There were no patient injury/complications reported. Prior to the complaint product, several competitors' coils (detail unknown) were placed in the aneurysm. It is unknown how many coils were successfully placed after complaint product. It is also unknown if the excelsior sl 10 was replaced or not. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. No additional information was available. As reported the coil was implanted. The device positioning unit (dpu) was returned for analysis. A severe kink on the core wire was found. The dpu passed electrical testing. The detachment fiber received heat and melted. A portion of the melted fiber pooled around and adhered to the resistive heating coil's socket ring. The most likely root cause of the coils non-detachment and the unintentional detachment during removal was adherence of the melting detachment fiber to either the stretch resistant cerecyte fiber or to the coil's socket ring. This caused the coil to be temporarily captured before being released during the removal process. In addition, without the return of the complete detachment system, the sl-10 microcatheter, and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A definitive root cause conclusion cannot be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Evaluation summary attached.